Event description:
A us distributor contacted zoll to report that a patient developed a blister under the lifevest equipment. Patient described the area as open and the size of a pinky nail under the sensor. There was no alleged device malfunction contributing to the blister. The patient¿s physician prescribed an antibiotic for the blister. Follow up indicated that the blister improved.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.